Manufacturer narrative:
(B)(4). Citation: eur j plast surg (1996) 19: 174; doi: https://doi.org/10.1007/bf00176274 - (B)(4).

Event description:
It was reported via journal article: "title : tensor fasciae lata myocutaneous flap reconstruction following ilioinguinal node dissection" author : d.n. Savant, a.v. Dalai, s.g. Patel, h.m. Bhathena, n.m. Kavarana. Citation: eur j plast surg (1996) 19: 174; doi: https://doi.org/10.1007/bf00176274. The authors aimed to present their experience tensor fasciae latal (tfl) flap reconstruction following ilioinguinal node dissection. From jan1992 to jun1994, forty groin node dissection (gnd) were performed in 20 males and 5 females. The tensor fasciae lata (tfl) flap was used as an island in 35 cases and as a rotation flap in 5. In the procedure, the subcutaneous tissue in the lower edge of the skin incision is tacked down to the floor of the femoral triangle with 00 vicryl sutures. Fascia was tacked with 3-0 chromic catugut or vicryl to prevent shearing and loss of vascularity. The lap is sutured in two layers - vicryl for the subcutaneous tissue and 3-0 mersilk or ethilon for skin. Postoperatively, complications included varying degrees of flap necrosis (n=7) which were managed conservatively (n=4) or with split-skin grafting at a second stage(n=3), scrotal edema (n=3) and moderate to severe lymphedema of the lower limb (n=5). The tfl flap is a simple and reliable technique which for primary closure of defects after bilateral or unilateral gnd.